Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 26901, radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer goes to a black screen when being used. It was additionally reported that the error is occurring more frequently. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the device going to a black screen and errors occurring, however errors were found in the error log and a test and software reload were recommended and done. The device then passed all functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.